Event description:
Physician reported issue with epidural pump after initiation of epidural where pump alarmed, showed "cassette not properly placed." Replacing cassette and tubing did not solve issue on same pump. Another pump was obtained and used. Unfortunately physician did not record serial # and it is likely pump was used again.